Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the log file confirmed that there was an issue with x-ray pc. The fse replaced the x-ray pc in the m-cabinet and reloaded the software. After that, the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that the azurion system was not shutting down. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite, and the troubleshooting actions showed a problem with the x-ray pc. The fse replaced the -ray pc, reinstalled the software and returned the system to use in good working order.